Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, during an endovascular procedure it was reported that the tip of the dilator of a gore® dryseal flex introducer sheath kind of sheared off due to wire wrap; the physician pushed the dilator into the wire wrap, but it still sheared off. The patient tolerated the procedure. The dilator will be returned to gore for analysis.

Manufacturer narrative:
H6. A review of the manufacturing records for this device verified the lot met all pre-release specifications.

Manufacturer narrative:
The dryseal flex introducer sheath dilator was returned to gore and examined by engineering. Damage was found on the leading end of the dilator. Packaging components were returned with the dilator, but no other components of the introducer sheath were returned. The root cause of the damage to the leading end of the dilator could not be determined with the available information. This type of occurrence will continue to be monitored by gore.